Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the customer was not outside the pump's allowable operating altitude range. The cartridge was reloaded resolving the alarm. Customer's blood glucose level was 183 mg/dl.